Event description:
Discordant advia centaur xp (B)(6) results were obtained on multiple pt samples. The results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). There was no report of pt intervention or adverse pt health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that no conclusion can be drawn. A preventive maintenance was done on the instrument. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that no conclusion can be drawn. A preventive maintenance was done on the instrument. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that no conclusion can be drawn. A preventive maintenance was done on the instrument. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that no conclusion can be drawn. A preventive maintenance was done on the instrument. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that no conclusion can be drawn. A preventive maintenance was done on the instrument. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur xp (B)(6) results were obtained on multiple pt samples. The results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). There was no report of pt intervention or adverse pt health consequences due to the discordant (B)(6) results.

Event description:
Discordant advia centaur xp (B)(6) results were obtained on multiple pt samples. The results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). There was no report of pt intervention or adverse pt health consequences due to the discordant (B)(6) results.

Event description:
Discordant advia centaur xp (B)(6) results were obtained on multiple pt samples. The results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). There was no report of pt intervention or adverse pt health consequences due to the discordant (B)(6) results.

Event description:
Discordant advia centaur xp (B)(6) results were obtained on multiple pt samples. The results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). There was no report of pt intervention or adverse pt health consequences due to the discordant (B)(6) results.